Event description:
Ous MDR - it was reported that oversensing was noted on this lead about 8 months after the implant. No inappropriate shocks were delivered. No adverse patient side effects were reported. This lead remains implanted at this time.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. A stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the inner coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further inspection showed cuttings in the insulation. It is reasonable to assume that this damage was caused during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.